Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent anterior cervical discectomy and fusion (acdf) revision surgery due to pre-op diagnosis of cervical stenosis at four levels. Intra-op, screws head sheared off. Surgeon removed the plate and performed acdf at the level above and below the previous fusion. When surgeon was implanting the c6 screws, surgeon think that the screws made contact with the peek cage from the previous surgery and hence the heads sheared off. The remainder of the screw was left in the body and the locking cap of the cervical plate was closed over it. The hospital kept the sheared off portions of the screw head. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.